Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The cardiologist reported that the hospital was returning the explanted lvad to be evaluated for possible thrombus. No additional information was provided to the manufacturer.